Event description:
Patient stated yesterday the needle button accidently released after 12 hours of wear prior to the completion of the 24-hour period and this has happened twice before and does not recall dates.